Manufacturer narrative:
The field service engineer (fse) found the valve for the potassium chloride solution was leaking. The fse replaced the valve but the ise check was not acceptable. The fse performed additional checks that were "okay" and there were no air bubbles in the line. The fse performed a circuit check that was not acceptable. The fse replaced the reference electrode with one that had been removed during troubleshooting. The ise check was "better". The fse suspected the reference electrode was the root cause. The fse replaced the reference electrode with another electrode and the ise check was "good". The calibration and quality control was successful and "okay". The next day the ise calibration and quality control were successful with "good" results. The reference electrode was determined to be the root cause.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received data flags and questionable results with ise indirect na, k, cl for gen.2 for patient samples on the cobas 6000 c (501) module. The ise electrodes were changed on (B)(6) 2017 and the reference electrode was changed 3 months ago. The first ise check for the day that the customer performed was "okay" but when repeated later it appeared "unstable". The customer changed the internal standard but the customer continued to receive data flags. The customer provided data for 3 patient samples with erroneous results. All initial and repeat results were accompanied by data flags. For patient 1 the initial na result was 119 mmol/l and the repeat result was 143 mmol/l. The initial k result was 3.0 mmol/l and the repeat result was 4.2 mmol/l. The initial cl result was 134 mmol/l and the repeat result was 107 mmol/l. For patient 2 the initial na result was 171 mmol/l and the repeat result was 143 mmol/l. The initial cl result was 88 mmol/l and the repeat result was 108 mmol/l. For patient 3 the initial na result was 160 mmol/l and the repeat result was 141 mmol/l. The initial k result was 5.6 mmol/l and the repeat result was 4.4 mmol/l. The initial cl result was 92 mmol/l and the repeat result was 108 mmol/l. It was asked but not known if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.